Manufacturer narrative:
Covidien/medtronic reference number (B)(4). The customer did not retain a record of the lot number which determines the date of manufacture. Patient information (ID, age, sex, weight) as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report.

Event description:
The customer reported the patient's tracheal tube had a loss of cuff pressure three time in three weeks. Each time the tracheal tube was removed and replaced. The last replacement occurred on (B)(6) 2016. The customer could not provide the dates for the first two changes. There is one report for each of the three tubes from this customer regarding this one patient involved. Covidien reports 2936999-2016-00668, 2936999-2016-00669, and 2936999-2016-00670.